Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a broken force sensor detected during seating or regular delivery alarm before receiving a critical pump error alarm.. The customer¿s blood glucose level was 3.2 mmol/l at the time of incident. The display screen was frozen and the time did not advance along with unresponsive buttons. Pressing the menu button did not take them to the menu screen. All the buttons of the insulin pump went unresponsive except the up and down arrow keys. The customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was corrosion on electrical board particularly around the battery connectors, and on both the keypad and force sensor cables. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Unable to find any cracks in the case.